Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer. The device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same event as MDR ID#: 2134265-2011-00895. It was reported that during a percutaneous coronary intervention procedure the guide wire and balloon catheter stuck together. The lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. The physician advanced the 300cm j-tip pt2 moderate support guide wire across the lesion. Next, as the 12mm x 1.50mm apex push otw balloon catheter was advanced over the pt2 guide wire, resistance was encountered and the pt2 guide wire and apex balloon catheter became stuck together. The apex balloon was never inflated. The physician removed both devices together as a unit. Another balloon catheter and guide wire were used to complete the procedure. No patient complications were reported and the patient status is fine.